Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture. X-ray revealed the lead was dislodged. The patient was asymptomatic. The lead was explanted and replaced. No additional information was reported.